Manufacturer narrative:
Investigation: the complaint of no image being displayed on the catheter was investigated. The returned catheter was inspected and tested and found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal. Investigation results suggest customer mishandling through saline contamination. This is not an 803 reportable event, but because it required the full investigation results, an initial MDR was filed within the 30 day timeframe.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was under anesthesia was undergoing an atrial fibrillation procedure. Shortly after the catheter was inserted into the patients' anatomy, it was noted that the catheter was not generating any image. The user tried connecting to different ports, rebooted the system and reconnected the swiftlink but without resolution. The user removed the catheter and a 2nd catheter was reinserted into the patient with the cypress ultrasound system. The user was not able to get an ultrasound image. A third catheter was reinserted into the patient and the reported issue was resolved. There was a delay of 20 minutes in completing the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.